Event description:
It was reported that during a lap nephrectomy procedure, there was jammed clips. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and fed and formed one clip conforming; the remaining two clips were ejected. It is known from the history of the product that ejected clip issues might lead to jamming issues occurrences during operation. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.